Event description:
It was reported that stent damage occurred. A 24x3.00mm rebel stent was selected to treat the lesion and during introduction, the stent struts was kinked and buckled up. The device was removed and the procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).